Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using venovo venous stent. Reportedly, the wheel did not spin, and it did not deploy. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned stent delivery system was received in used and unlocked condition with the stent still loaded. During testing the stent could not be deployed regularly because the drive unit inside grip was not working properly; the deployment wheel rotated freely in both directions without stop mechanism. Further testing showed that the stent could be deployed at low force when the backward movement of the wheel after each thumb pull was manually restricted. Based on the available information, the investigation is closed as confirmed for a mechanical malfunction of the drive unit leading to deployment failure. The issue was considered as being manufacturing related. Labeling review: a review of the relevant product labeling confirmed that the potential issue is addressed. The instructions for use (IFU) states: "if it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.